Event description:
It was reported that on (B)(6) 2024, a 23mm portico valve was chosen for implantation utilizing a large flexnav delivery system. The patient presented with severe calcification. Pre-dilatation via 20mm balloon annular valvuloplasty (bav) was performed. Two re-sheaths were performed during placement. The valve was deployed at a depth of 7 to 8 mm. After deployment, the valve was under expanded due to calcification. Due to the under expansion, the flexnav delivery system interacted with the valve. This caused the valve to embolize above the aortic annulus. There was no tension in delivery system. The valve was snared to avoid coronary obstruction. Two more bav's were performed in preparation for a replacement 25mm portico (serial: (B)(6) utilizing a replacement large flexnav (lot: 8832429). The valve was not used as it was decided to abort the procedure and move the patient to surgery for a valve replacement and explant of the portico valve. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization, valve under expansion, patient device interaction, and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the patient presented with severe calcification. Pre-dilatation via 20mm balloon annular valvuloplasty (bav) was performed. The valve was deployed at a depth of 7 to 8 mm. After deployment, the valve was under expanded due to calcification. Due to the under expansion, the flexnav delivery system interacted with the valve. This caused the valve to embolize above the aortic annulus. There was no tension in delivery system. The valve was snared to avoid coronary obstruction. Based on the information received, the reported event appears to be related to procedural conditions. The reported improper or incorrect procedure or method was due to user snaring the valve. Please note that per the instruction for use, portico¿ transcatheter aortic valve implantation system , artmt600303585, revision a, stated "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." Complaint was reviewed by abbott representative. The reviewer stated that, " three videos of case fluoroscopy were provided. One shows a partially deployed valve with estimate of about 6-8 mm depth. One shows the fully deployed valve above the aortic annulus. The delivery system has already been removed. The event of the migration was not captured. One shows the fully deployed valve with in what appears to be the ascending aorta. Imaging of the fully deployed valve at the annulus was not provided, thus under expansion could not be evaluated. Additionally, post-bav imaging was not provided."

Event description:
N/a